Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately erratic readings. On april 2, 2009, the sr medical surveillance specialist spoke with the patient to obtain and verify information. On an unspecified date prior to the original date in the morning, the patient obtained a blood glucose reading on the reported meter; he was unable to provide the reading. The patient took his insulin dose on a sliding scale based on the meter reading. Approximately two hours later, the patient experienced the symptoms of sweating and confusion. While symptomatic, the patient obtained the blood glucose readings of 70 mg/dl and 43 mg/dl on the reported meter. The patient administered self-treatment with food to alleviate the symptoms. He did not seek any medical attention or treatment. The patient's expected blood glucose levels range from 110 mg/dl to 120 mg/dl. Troubleshooting revealed the meter was programmed for the correct unit of measure; and the patient's testing technique was incorrect, which can cause inaccurate readings. The meter and control solution were replaced. The patient allegedly experienced symptoms suggestive of severe hypoglycemia following an insulin dose based on meter readings, and received food to alleviate the symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.